Manufacturer narrative:
The product was not returned and the lot number was not reported. The manufacturer's investigation identified no causal factors and no conclusion can be drawn.

Manufacturer narrative:
The product is not available for return and the lot number was not reported. An assessment of the event was completed by valeant medical personnel. The dentist used carbocaine, which is not part of our recommended local anesthetics. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A dentist reported that 24-48 hours after dental treatment, a patient complained of pain. The patient had bruising and weeks later required a night guard for trismus. During treatment carobocaine was administered and the pen was dialed to 8 or 9. At follow-up, the patient is using the night guard minimally and is about 90% recovered. At this time, patient is not fully recovered but the trismus is not getting worse. He is still using the night guard.